Event description:
It was reported while using bd ultra-fine¿ ii short needle insulin syringe 0.3ml 0.30mm the label information was incorrect. There was no report of patient impact. The following information was provided by the initial reporter: batch number overlap 2 box = 200 ea.

Manufacturer narrative:
A complaint lot history check was performed on lot # 1347465 for package printing defect (shelf carton). This is the 1st related complaint for package printing defect (shelf carton) on lot # 1347465. Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Several images of the shelf cartons for the 30gx8mm bd syringes were provided. The customer reported a package printing defect on the shelf carton. The images were examined, and it was observed that there seems to be an overlap in the lot number and expiration date on the back of the carton. Based on the image received, embecta was able to confirm the customer¿s indicated failure of shelf carton damage. A review of the device history record was completed for batch# 1347465. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A definitive root cause cannot be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ ii short needle insulin syringe 0.3ml 0.30mm the label information was incorrect. There was no report of patient impact. The following information was provided by the initial reporter: batch number overlap 2 box = 200 ea.